Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification and passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08695 inches however, device alarmed motor error during the occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose value was unknown. Customer was hospitalized due to high blood glucose level. Motor error recurred 10 times. The insulin pump will be returned for analysis.